Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose reading as measured by their continuous glucose monitor (cgm). The user went to the emergency department and was treated with oral carbohydrates (juice and a sandwich) the user was observed and released the same day without interventional treatment.